Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for not cooling and received error 80, expected 6 actual 30c. The user was unable to run diagnostic testing, and informed device was completely unassembled at this time. The user stated that prior to disassembling the device checked t4 in the diagnostics and it was at 4c. Discussed this indicated a functioning chiller and was indicative of a failed mixing pump. The user stated that they would order and replace the mixing pump locally.

Event description:
It was reported that the arctic sun device was failing calibration for not cooling and received error 80, expected 6 actual 30c. The user was unable to run diagnostic testing, and informed device was completely unassembled at this time. They stated that prior to disassembling the device checked for t4 in the diagnostics and it was at 4c. Discussed this indicated a functioning chiller and was indicative of a failed mixing pump. The user stated that they would order and replace the mixing pump locally. It was updated on (B)(6) 2024, that they replaced the mixing pump, but the problem was exactly the same. Suggested to walk through some diagnostic testing but they stated they did not have time at the moment and would call back tomorrow. Per sample evaluation results on 10dec2024, the circulation pump was weak. The tank seals for the mixing pump have been torn away from the tank. The tim bracket was missing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o card. The device was evaluated upon receipt. All three pumps are working, unit not cooling in decontamination. The mixing pump is not coming on due to a failed power output from the I/o circuit card used to the run the mixing pump. The circulation pump is weak. The tank seals for the mixing pump have been torn away from the tank. The tim bracket is missing. The heating issue reported by the customer was not duplicated. No repairs were made as the repair was not approved by the customer. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.